Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visit to emergency room and hospitalized due to hypoglycemia as well as diabetic ketoacidosis on unknown date with unknown blood glucose value. The customer was assisted with troubleshooting. Customer reported batteries dying quicker, insulin pump had unexplained no delivery alarms and screen was peeling. The insulin pump will not be returned for analysis.